Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-00695. Per the service repair technician (srt), this greater than 10 flow was read by the central control monitor (ccm) with both the original flowmeter ((B)(4)) and the out of box failure flowmeter ((B)(4)), refer to MDR # 1828100-2014-00695. The srt replaced the flowmeter cable assembly, which corrected this greater than 10 flow reading. The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further eval.

Event description:
The service repair technician (srt) reported that during reconditioning of the device at the service center, as soon as the flowmeter was connected to the electronic pt gas system (epgs), the flow on the central control monitor (ccm) began to read flow greater than 10, however the test flowmeter read 0.00 liters per minute (lpm). There was no pt involvement.